Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the knife blade did not deploy and the device was stuck on patient tissue. A laparotomy had to be performed. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was an extension in incision greater than one inch. There was no blood loss greater than 500cc. There was a delay in surgery time by more than 30 minutes. There was no reinforcement material used.

Event description:
According to the reporter the patient passed away at home several months post discharge from the hospital. The date of death was unknown. The patient had poor lung function and other unspecified comorbidities. The reporter stated the patient's death was not device related.

Manufacturer narrative:
(B)(4).